Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector fell down. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and checked the detector and tried several times to calibrate with no success. The affected portable detector needs to be replaced. The new detector was finally sent to the site and the engineer installed the new detector. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended. Correction: h6 result and conclusion.